Event description:
It was reported that patient underwent total knee arthroplasty utilizing a signature knee guide procedure on (B)(6) 2010. During the procedure, the surgeon had to use a lateral distal screw to change alignment.

Manufacturer narrative:
A retrospective review of file was performed on (B)(6) 2010. During review, determination was made that details provided meet reporting requirements of a serious injury.as device was not returned, supplier's investigation was limited to the planning and internal documentation for the manufacturing of the guides. Since the devices were not returned for evaluation, further review is not possible.(B)(4).